Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection found the reloads were fully fired and the interlocks were engaged. The jaws of the reloads were open. Staple pushers were visible at the zero cut line. One of the staple pushers can be seen to be damaged. A scratch was observed on the cartridge side jaw, which might have be made when the I-beam advanced forcefully in clamping the jaw or firing. There were displaced anti-friction nylon pads on I-beam. Functional testing noted the reloads were loaded into a representative handle. The interlocks were overridden and the reloads were applied to test medias. Test medias were transected. The reload interlocks were tested and found to function properly. The clamping mechanism was deformed. It was reported that a foreign object was found in the product. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was damage to the instrument consistent with application over an obstruction and the device was applied on over indicated tissue. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Ensure tissue has not extended (extruded) beyond the tissue stop proximally. Tissue forced into the instrument beyond the tissue stop may be transected without stapling. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. The use of curved tip reloads is contraindicated on tissue or structures that cannot fit completely within the jaws proximal to the transitional angle of the curved tip. Placement of tissue proximal to the tissue stops (on the reload) may result in stapler malfunction. Any tissue extending beyond the cut line will not be transected. In case of a curved tip reload, ensure that the tissue/vessel to be transected does not extend beyond the black cut line on the reload. The device will only cut to the black cut line. Tissue contained within the jaws distal to this line will not be transected. The curved tip reload cannot be used for blunt dissection with the introducer attached. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal pancreatoduodenectomy, on laparotomy and gastrectomy, the reload was used for gastric and pancreatic resection, a string-suture like matter; foreign material approximately 3 cm appeared during firing. There was no stapling failure, so it was used as usual. After utilizing the product, the foreign object was removed to resolve the issue. A second 60mm vascular reload was used without problems. There was also no issue with the handle noted. There was no patient injury. Medtronic's initial evaluation of the incident device found that a scratch was confirmed the clamping mechanism was deformed.